Manufacturer narrative:
This initial medwatch is submitted to send the result of the investigation of this complaint. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. After receiving the first information further questions were asked in order to get more details on the incident. The reporter said that the patient is doing great, and that there are no x-rays to be provided. The disassembly occured when the surgeon attempted to mallet the implant into the disc space, he added that the depth stop was set to zero. He added that he is not sure if the surgeon did feel any resistance when inserting and that the implant was not inserted with an angle. Although the reporter claims that the disc space was distracted, he said that the surgeon did not use the distraction forceps which are key elements in the insertion of the device ( to parallelize the vertebral endplates), so without it the device was pinched between the vertebrates and disassembled even though there was distraction. Further more the surgeon did not also use the level device which is important as well for the insertion of the device in a correct position from information provided, based on the product history records and the recurrence of this type of event for this implant, the cause for the event is a user error because the surgeon did not use the right instruments for this surgery. The investigation found no evidence to indicate device issue. Root cause : user error (instruction was not followed).

Event description:
Mobi-c p&f us : disassembled during insertion. According to the reporter : "during insertion of the mobi-c implant, the implant came apart from the cartridge. This did not impact the patient nor the surgery. We just loaded a new implant." No delay.